Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained serial number label, cracked keypad overlay, stained keypad overlay, corroded battery tube. Please see below for the boluses listed on the event date 14-mar-2024 in the pump history file. On (B)(6) 2024 10:20:53.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 66000 (6.6 u) bolus amount delivered: 66000 (6.6 u) on (B)(6) 2024 10:20:53.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 66000 (6.6 u) bolus amount delivered: 66000 (6.6 u) on (B)(6) 2024 12:44:53.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 44000 (4.4 u) bolus amount delivered: 44000 (4.4 u) on (B)(6) 2024 12:56:05.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 33000 (3.3 u) bolus amount delivered: 33000 (3.3 u) on (B)(6) 2024 13:44:23.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 98000 (9.8 u) bolus amount delivered: 98000 (9.8 u) on (B)(6) 2024 15:42:23.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 44000 (4.4 u) bolus amount delivered: 44000 (4.4 u) on (B)(6) 2024 20:19:39.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 77000 (7.7 u) bolus amount delivered: 77000 (7.7 u) on (B)(6) 2024 20:19:39.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 77000 (7.7 u) bolus amount delivered: 77000 (7.7 u) pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. However, cosmetic damage at battery compartment was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack on the back and there might be something wrong with the internal mechanism of the machine. The customer stated that the there was something wrong with the way insulin was being dispensed. The customer reported no adverse event. The event involved product(s) mmt-1880. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. No product return is required for mmt-1880.